Event description:
Rn, registered nurse, put up the correct drug as a piggy back and programmed the drug correctly as a secondary infusion to be given over a 1 hour period. When the drug was checked in less than 10 minutes, the bag was found very near empty. It ran as a free flowing IV directly to the patient despite having been programmed properly in to the IV pump to run as a secondary drug infusion. The "to be infused" still showed 85cc left.